Manufacturer narrative:
The insulin pump received with minor scratched lcd window, end cap broken off and missing, cracked reservoir tube lip, cracked case at the display window corners and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.